Event description:
On (B)(6) 2013, the patient contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok keypad button reportedly was hypersensitive and would rapidly cause scrolling; the up/down arrow keypad buttons reportedly had the same issue but the issue was intermittent. The issue reportedly occurred for a month. The patient denied damage to the pump or that the pump was exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2013 with the following findings: evaluation revealed that there was no visible damage to the keypad. All of the keypad buttons responded appropriately. There was no contamination under the button contacts.